Event description:
It was initially reported that a patient underwent an ion endoluminal lung biopsy procedure and then experienced a pneumothorax requiring a chest tube to resolve the collapse and help to re-expand the lung. Intuitive surgical, inc. (Isi) followed up with the physician and obtained the following information: the lesion was located in the left upper lobe and was partially cystic. The lung biopsy was performed with a 21g flexision needle and a third-party forceps compatible with the ion system. A left pneumothorax measuring 3.8 cm in size was identified intra-procedurally via fluoroscopy and ultrasound. The pneumothorax did not grow bigger over time and the patient was clinically stable. A pig tail catheter was placed to treat the pneumothorax while the patient was still under anesthesia and the patient was admitted for observation for less than 24 hours. The pneumothorax resolved and the patient was discharged home in stable condition. There was no allegation of a malfunction of an ion product. The occurrence of a pneumothorax is a known potential complication of lung biopsy procedures.

Manufacturer narrative:
Based on the information provided, the cause of the complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The system logs for the event date on (B)(6) 2021 were not available as of this time of the report, hence, no log review for this procedure has been performed. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and reportedly experienced a pneumothorax that required a pigtail catheter placement and hospitalization for less than 24 hours. The physician confirmed that the purpose of the pig tail catheter was to treat and resolve the pneumothorax. At this time, the cause of the complication is unknown; although there is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by a failure analysis engineer. The investigation revealed that there were no relevant system errors noted to have occurred during the biopsy procedure.